Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included recurrent abortion (2003,2008,2013,2014) in 2014, migraine, obesity, multigravida, parity 4 ((B)(6) 2003, (B)(6) 2004, (B)(6) 2006, (B)(6) 2011), recurrent abortion (miscarriages in 2003,2008.), diaphragm, pre-eclampsia, pregnancy with contraceptive device (2013), pregnancy with contraceptive device (2014) and asthma. Previously administered products included for an unreported indication: topiramate in 2010, nuvaring from 2007 to 2009 and nuvaring. Concurrent conditions included nausea. Concomitant products included butalbital from 2013 to 2016 and hydrocodone from 2013 to 2016. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ during intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), abdominal pain ("abdominal pain") and coital bleeding ("bleeding during intercourse"). In 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy(stillbirth or miscarriage)"). In (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hemiplegic migraine ("migraines/headaches"), allergy to metals ("nickel allergy/allergic reaction to various metals since birth") and seizure ("seizure condition"). The patient was treated with topiramate and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, abdominal distension, hemiplegic migraine, allergy to metals, abdominal pain, coital bleeding and seizure outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, coital bleeding, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hemiplegic migraine, pelvic pain, pregnancy with contraceptive device, seizure and vaginal haemorrhage to be related to essure. The reporter commented: the patient also experienced another 2 pregnancy case reported as (B)(4). Discrepancy noted in essure implant date (B)(6) 2012 and (B)(6) 2012. Discrepancy noted in essure removal date; (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-nov-2021: quality safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective".". The patient's medical history included recurrent abortion (2003,2008,2013,2014) in 2014, migraine, obesity, multigravida, parity 4 ((B)(6) 2003, (B)(6) 2004, (B)(6) 2006, (B)(6) 2011), recurrent abortion (miscarriages in 2003,2008.), diaphragm, pre-eclampsia, pregnancy with contraceptive device (2013), pregnancy with contraceptive device (2014) and asthma. Previously administered products included for an unreported indication: topiramate in 2010, nuvaring from 2007 to 2009 and nuvaring. Concurrent conditions included nausea. Concomitant products included butalbital from 2013 to 2016 and hydrocodone from 2013 to 2016. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ during intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), abdominal pain ("abdominal pain") and coital bleeding ("bleeding during intercourse"). In 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy(stillbirth or miscarriage)"). In (B)(6) 2018, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hemiplegic migraine ("migraines/headaches"), allergy to metals ("nickel allergy/allergic reaction to various metals since birth") and seizure ("seizure condition"). The patient was treated with topiramate and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, (B)(6) spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, abdominal distension, hemiplegic migraine, allergy to metals, abdominal pain, coital bleeding and seizure outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, allergy to metals, coital bleeding, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hemiplegic migraine, pelvic pain, pregnancy with contraceptive device, seizure and vaginal haemorrhage to be related to essure. The reporter commented: the patient also experienced another 2 pregnancy case reported as (B)(4) and (B)(4). Discrepancy noted in essure implant date (B)(6) 2012 and (B)(6) 2012. Discrepancy noted in essure removal date; (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Removal details were updated. Reporters were added. Event pregnancy with contraceptive device seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and (B)(6) spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device (B)(6) ineffective "device ineffective". The patient's medical history included recurrent (B)(6) (2003,2008,2013,2014) in 2014, migraine, obesity, multigravida, parity 4 ((B)(6) 2003, (B)(6) 2004, (B)(6) 2006, (B)(6) 2011), recurrent abortion (miscarriages in 2003,2008.), diaphragm, pre-eclampsia, pregnancy with contraceptive device (2013), pregnancy with contraceptive device (2014) and asthma. Previously administered products included for an unreported indication: topiramate in 2010, nuvaring from 2007 to 2009 and nuvaring. Concurrent conditions included nausea. Concomitant products included butalbital from 2013 to 2016 and hydrocodone from 2013 to 2016. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ during intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), abdominal pain ("abdominal pain") and coital bleeding ("bleeding during intercourse"). In 2018, the patient was found to have a pregnancy with contraceptive device ("pregnancy(stillbirth or miscarriage)"). In august 2018, the patient experienced (B)(6) spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hemiplegic migraine ("migraines/headaches"), allergy to metals ("nickel allergy/allergic reaction to various metals since birth") and seizure ("seizure condition"). The patient was treated with topiramate and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, (B)(6) spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, abdominal distension, hemiplegic migraine, allergy to metals, abdominal pain, coital bleeding and seizure outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, (B)(6)spontaneous, allergy to metals, coital bleeding, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hemiplegic migraine, pelvic pain, pregnancy with contraceptive device, seizure and vaginal haemorrhage to be related to essure. The reporter commented: the patient also experienced another 2 pregnancy case reported as 2019-(B)(4) and 2019-(B)(4). Discrepancy noted in essure implant date mar-2012 and feb-2012. Discrepancy noted in essure removal date; (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Removal details were updated. Reporters were added. Event pregnancy with contraceptive device seriousness criteria updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.